Event description:
County has received 2 cases of toxic shock syndrome that involved 2 individuals. These cases were from the county area. The onset was in mid sept. The product kotex tampons with plastic applicator, super absorbency was used by both pts.